Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2019-n-3767-0169) on 04-dec-2018. The most recent information was received on 18-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia / heavy periods/heavy menstrual') in an adult female patient who had essure (batch no. D19662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)/menstrual cramping"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/migraine/headache"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dizziness ("lightheadedness, dizziness"), alopecia ("hair loss/hair loss"), tooth disorder ("dental problems/dental problems"), mood swings ("hormonal changes describe: mood swings"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (hysterectomy partial, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, nausea and dizziness had resolved, the migraine, vaginal discharge, alopecia and tooth disorder was resolving and the mood swings, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered alopecia, bladder disorder, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 as per pfs, 2017 in FDA docket posting. Hysterectomy on (B)(6) 2019. Since removal she was getting back to her old self. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion there is complete occlusion of the oviduct bilaterally and no peritoneal spillage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Events per pfs: hormonal changes describe: mood swings, bladder or urinary problems or changes, fatigue were added. Outcome of headache, nausea, dizziness, dysmenorrhea and menorrhagia were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-dec-2018. The most recent information was received on 05-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia / heavy periods') in an adult female patient who had essure (batch no. D19662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; etonogestrel (nuvaring). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dizziness ("lightheadedness, dizziness"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the migraine, headache, nausea, vaginal discharge, dizziness, alopecia and tooth disorder was resolving. The reporter considered alopecia, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 as per pfs, 2017 in FDA docket posting. Hysterectomy on (B)(6) 2019. Since removal she was getting back to her old self. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion there is complete occlusion of the oviduct bilaterally and no peritoneal spillage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: this case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on november 13 and 14, 2019. She reported she had hysterectomy with essure removal on (B)(6) 2019 due to event such as heavy periods (event upgraded). She also had headaches and (new events:) lightheadedness, dizziness, hair loss and dental problems due to the device. Since removal she was getting back to her old self (outcome was added). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.